Manufacturer narrative:
(B)(4).

Event description:
The brush bristles went out and she choked on them [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne multiprotection toothbrush) toothbrush for dental cleaning. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started sensodyne multiprotection toothbrush. On an unknown date, an unknown time after starting sensodyne multiprotection toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne multiprotection toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. The reporter considered the choking to be related to sensodyne multiprotection toothbrush. Additional information: both the initial and follow up information received on 28 september 2020 were updated into the case. Adverse event information was received via call center representative (phone) on (B)(6) 2020. The consumer stated that she once choked on them and had to go to the doctor to remove them. She purchased the sensodyne toothpaste and toothbrush. The first time she brushed the brush bristles went out and she choked on them and had to go to the doctor to have them removed. Follow up information was received on 28 september 2020 from department of quality assurance (qa) regarding complaint (B)(4) (product complaint number) for unknown lot number. There were about 50 base model variants, available in different stiffness grades and brand names. All toothbrushes were manufactured at three approved external contractor manufacturers. All toothbrushes had been developed according to the international and gsk internal standards. Manual toothbrushes were class I medical devices in the us and were exempted from the medical device quality system regulation (21 cfr 820), except for general requirements concerning records (820.180) and complaint files (820.198), if the device was not labelled or otherwise represented as sterile. In several other markets, they were classified in "lesser" categories such as a consumer product/sundry item /general good/cosmetics without specific good manufacturing practices. Continuous improvement actions were initiated as applicable after all consumer complaints were generally reviewed routinely in the periodic product review. Quality assurance analysis revealed the complaint to be unsubstantiated.